Manufacturer narrative:
Device evaluation by manufacturer: a field service engineer (fse) was at the customer's site to address the reported issue. Fse confirmed reported errors by reviewing the error printout and reproduced errors by running a test control. Fse attempted to adjust potentiometer to bring impasse sense values back into alignment, but adjustment failed. Fse resolved complaint by replacing the sensor board. Adjustment of the potentiometer to bring impasse sense values into range was attempted again, impasse sense came into range immediately. Fse successfully validated analyzer and completed qc run; all results were within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. Please refer to the aia-360 operator's manual for sample preparation procedure. The most probable cause of the reported event was due to faulty sensor board.

Event description:
A customer reported clogs in samples during quality control run on the aia-360 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta human chorionic gonadotropin (bhcg), estradiol (e2) and progesterone (prog ii) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
The sensor board was returned to tosoh instrument service center for investigation. Functional testing confirmed the reported failure was due to faulty sensor board. The most probable cause of the reported event was due to faulty sensor board.